Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; her up arrow button became unresponsive followed by a motor error alarm. The patient's blood glucose at the time of incident was 486 mg/dl, which she treated with a manual insulin injection. The customer stated that after the initial instance of her one unresponsive button and the motor error, the entire keypad inevitably became nonfunctional. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform excessive no delivery alarm or occlusion tests due to the prime anomaly. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window.